Event description:
Caller alleged discrepant precision using the inratio meter. Patient reported having a nose bleed on (B)(6) 2010. Patient tests every 10 days and reports some milking of the finger.

Manufacturer narrative:
Investigation pending.